Event description:
The caller reported that two days following the insertion of the 6dct tracheostomy tube, the ventilator alarms sounded and upon examination the respiratory therapist found that the cuff would not stay inflated. A decision was made to take the patient back to surgery and the tube was replaced with another 6dct. The tube was discarded and the lot number is unknown. The event occurred sometime in the previous month.